Event description:
It was reported that a catheter issue occurred.the opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation testing outside the patient, the air could not be discharged after normal flushing and the image was black. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6).